Event description:
The customer stated that the insulin pump alarmed after changing the battery. The customer changed the battery during the call and the insulin pump alarmed again, but this time, the buttons were not responding. The reported blood glucose reading was 86 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty component. Unable to verify the alarm or keypad anomaly due to the blank display.